Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with hyperglycemia. The patient's blood glucose levels reached 1014 mg/dl after a personal diabetes manager (pdm) error caused the patient to not be able to use the omnipod system. The patient was treated with an insulin IV, IV fluids and medications but did not recall the name of the medications that were part of their treatment during the hospitalization. The patient did receive a pdm replacement while in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.